Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative sys inr were calculated. Both inratio and lab values are within the confidence limits for inr testing for the last 3 data sets. For the first 2 data sets, both inratio and lab values are not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Inratio precision data provided by en-user lot: 070325. First test inr = 1.2, second test inr = 1.2; mean = 1, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: caller alleges imprecision with inratio. Results as follows: